Manufacturer narrative:
Device evaluation: analysis of the returned device identified; calcification particles in 100%, opening linear. Leak test and microscopic analysis was performed which identified; creases fold, wear abrasion and striated opening on anterior. The fill test inspection was performed, the result is clogged. Based on the device analysis the final assessment is a striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Patient reported "pain and discomfort", "pain on right-side feels like its pulling under arm and is now hard, doctor said it could be a possible capsular contracture", baker grade not specified. Additionally, healthcare professional reported creases. Device has been explanted.

Event description:
Additionally, healthcare professional reported creases. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "pain and discomfort", "pain on right-side feels like its pulling under arm and is now hard, doctor said it could be a possible capsular contracture", baker grade not specified. Device remains implanted.